Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while using the pump for therapy, the customer experienced occasional low blood glucose (bg) levels due to excessive physical exercise without consuming carbohydrates. The customer reported that the low bg events were unrelated to the pump performance or supplies, and that low bg levels occur once every 2-3 months. Reportedly, the low bg levels range from 40-70 mg/dl, and is treated by consuming orange juice. Recommendation was made to consult with health care provider regarding diabetes management.